Event description:
Rn (nurse) attempting to start peripheral IV; successful flash of blood noted. Rn went to finish threading piv (peripheral intravenous) when catheter tip appeared to bend and needle poked through catheter line and re-stuck patient. Piv removed and needle fully retracted and discarded.